Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from eoq to eob.

Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess) findings. The ess visited the user facility on july 12, 2017 and provided a reprocessing in-service training. The ess emphasized to the reprocessing staff to inspect the scope prior to use and to report any irregularities found. The ess also educated the staff on properly attaching the eto cap (mb-156) prior to sterilization in sterrad. In addition, the ess identified that the scope tray being used to store the scope was a non olympus generic unsecured tray. The ess recommended to the staff to purchase an olympus tray (model# wa05991a) which is specifically designed to keep the scope secured during sterilization, storage, and transport.

Manufacturer narrative:
The scope was returned to olympus for evaluation. The evaluation confirmed the reported the reported device issue. A visual inspection on the scope found multiple portions of the insertion tube coating missing and peeling off. In addition, the bending section cover glue on the insertion side and distal end side were found peeling off and missing. The assembly threads on the bending section cover from the distal end side was found exposed. Additionally, the objective lens glue was found cracked and peeling off. There was evidence of corrosion on the objective lens and peeling glue. The insertion tube markings were found discolored. There was also a dent noted on the insertion tube. The scope was serviced and returned to the user facility. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facilities reprocessing practices and provide a reprocessing training. To date, the ess visit has not been finalized. Based on the evaluation results, the cause of the scope damage is likely attributed to user handling and improper maintenance of the scope. The instruction manual for use provides several warning and caution statements in an effort to prevent scope damage. ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically following regulations, guidelines, etc. Required of you. An endoscope with an observed irregularity should not be used, but should be inspected by following section 5.2, ¿troubleshooting guide¿. If the irregularity is still observed after inspection, contact olympus. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Event description:
Olympus was informed that towards the end of a routine laryngoscope procedure, a rough spot on the insertion tube of the scope caused light bleeding on the patient. No medical or surgical intervention was required. The bleeding stopped within a few minutes. No blood transfusion was necessary. The procedure was completed with the same scope as the bleeding was noted after the scope was removed from the patient. The patient is reportedly doing fine.